Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip failed resulting in the cannula pulling off. There was no reported adverse impact to the customer¿s blood glucose. The customer declined to provide anymore details.